Event description:
It was reported that during the implant procedure, the lead was stable, but after the first repositioning, the helix would not extend anymore. A new lead was implanted. The patient's outcome is "ok." (B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; full lead; outer insulation breached; helix/lobe distorted/bent.